Event description:
Event description guidant received information that a manual capacitor reform was performed on this cardiac resynchronization therapy defibrillator (crt-d) prior to implantation. It was reported that the crt-d continued to charge and was stuck. No adverse patient symptoms were reported as the device was never implanted.